Event description:
It was reported that bd intima-ii y 24gax0.75in prn ec slm npvc leaked at catheter junction. Hospital report: one catheter leaked during puncture. The sample can be returned and photos can be provided. Green claim settlement is required, along with a complaint response letter and receipt letter. A test report on the leak is required from the medical department.

Manufacturer narrative:
In response to the event reported by your facility a device history review was conducted for lot number 4323716. Our records show that this is the 1st instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. The affected unit was returned to aid in our investigation. A photograph of the affected unit was also provided to aid in our investigation. The photograph showed that the catheter hub where it connects to the catheter was leaking. Visual analysis of the returned unit under microscope found that there was a damage at the catheter, 0.5 mm away from the catheter hub, typical of a needle puncture, with one side of the damage bulging out. The reported nonconformance has been confirmed. Our quality engineers conducted experiments simulating needle punctures on the catheter, and the shape of the damage on the simulated unit was similar to that of the returned unit. Our engineers also performed functional testing on a retention sample for this lot and the results of these showed that the tested unit performed within product specifications. From the information available, our engineers determined that the damage to the catheter was not caused by the factory and may have been caused by needle puncture during the use of the device. We regret any inconveniences this incident may have caused you and your facility. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.